Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator connections were cleaned, the keyboard plate and the 62 pin ampere plug were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a circular shadow on both screens, the connector socket for the cradle was broken and the keyboard was faulty. No pt injury was reported.